Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that they were trying to interrogate a new ins (not implanted in a patient). The caller got a system error message when attempting to connect to the 977006. The caller closed the session and got another system problem with code 0x553a93bc when trying to connect. The caller attempted to connect to the ins during the call and got a message with validation error 00 01 00 bb, the caller selected continue and was able to start a session with the ins. The troubleshooting steps that were taken on the call resolved the issue.